Event description:
It was reported that stent fracture occurred. The patient was being treated with percutaneous coronary intervention (pci). The target lesion was located in left circumflex artery. After a 0.014 non-boston scientific (bsc) guidewire crossed the lesion, a 24 x 3.0 promus elite drug-eluting stent was advanced for treatment. The stent was deployed increasing to 20 atmospheres, however, the stent got fractured. A 3.15 x 15 mm non-compliant (nc) balloon was inflated many times in the proximal and mid segment of the stent at 14 atmospheres with good results. Another pci was performed in the left anterior descending artery. After a 0.014 non-bsc guidewire crossed the lesion, a 20 x 3.50 promus elite drug-eluting stent was advanced for treatment. The stent was deployed increasing to 20 atmospheres, however, the stent got fractured. A 3.15 x 15 mm nc balloon was inflated many times in the proximal and mid segment of the stent at 14 atmospheres with excellent results. The patient was advised to stay longer in the hospital post-procedure. No patient complications were reported.

Event description:
It was reported that stent fracture occurred. The patient was being treated with percutaneous coronary intervention (pci). The target lesion was located in left circumflex artery. After a 0.014 non-boston scientific (bsc) guidewire crossed the lesion, a 24 x 3.0 promus elite drug-eluting stent was advanced for treatment. The stent was deployed increasing to 20 atmospheres, however, the stent got fractured. A 3.15 x 15 mm non-compliant (nc) balloon was inflated many times in the proximal and mid segment of the stent at 14 atmospheres with good results. Another pci was performed in the left anterior descending artery. After a 0.014 non-bsc guidewire crossed the lesion, a 20 x 3.50 promus elite drug-eluting stent was advanced for treatment. The stent was deployed increasing to 20 atmospheres, however, the stent got fractured. A 3.15 x 15 mm nc balloon was inflated many times in the proximal and mid segment of the stent at 14 atmospheres with excellent results. The patient was advised to stay longer in the hospital post-procedure. No patient complications were reported. It was further reported that the left circumflex artery was 80% stenosed, non-tortuous and mildly calcified with a significant bend greater than 45 degrees. The patient condition was stable.